Manufacturer narrative:
Follow up information was received from the customer on (B)(6) 2016 stating that after changing the cartridge, the customer's bg level decreased and no further occlusions occurred. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred since the previous day. The customer's blood glucose (bg) level was impacted (250 mg/dl). The customer took a manual injection to address bg level. The customer was managing bg level using manual injections as they had disconnected from the pump due to being out of town and not having extra supplies.